Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced pain due to device movement that is hitting the clavicle. A pocket revision was performed and the device was explanted. No adverse patient effects were reported.